Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Reportedly, the issues were resolved, and the customer successfully filled the cartridges. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.